Event description:
Caller reported not feeling well. When caller went to hospital to pick up prescriptions, hospital staff performed a bg test with a meter of unknown brand. Test result was 305. Four hours earlier caller reported a bg reading of 163 from caller's freestyle meter. No treatment was provided by hospital staff.